Event description:
Additional information: no patient was involved.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history review. A product sample was received for evaluation. Functional testing consisted of running three accuracy tests and the pump was found to be within manufacturing specifications. The root cause is unknown. No actions will be taken.

Event description:
Information was received indicating that during testing a smiths medical cadd-legacy one ambulatory infusion pump failed accuracy by -11.7%.